Event description:
According to the reporter: staples did not form properly and fell into the situs. Tissue was transected and the intestine lumen was open. Malformed staples were removed. There was fluid leakage. Additional tissue was resected. The problem was corrected with sutures to close the lumen. Surgery time extension was reported as approximately 60 minutes.

Manufacturer narrative:
(B) (4).